Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump that was just replaced is not working. The customer stated she has been having high blood glucose since the new pump. The customer's blood glucose ranged between 300mg/dl-500mg/dl. Customer's current blood glucose was 200mg/dl. The customer treated with syringe. The customer found that the incorrect basal rates coincided with the time frame she noticed her blood glucose was high.